Manufacturer narrative:
(B)(4). Batch # u5dy31. (B)(4).investigation summary the analysis found that one plee60a device was returned with no apparent damage and with eight reloads present. The reloads were received fully fired. Three of them were received damaged on the deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Upon visual inspection of one video, the following was observed: the video shows at the 17:29 mark a device is introduced with a black reload and buttressing is observed on the anvil and reload. At the 17:59 mark tissue is placed in the jaws and the 19:31 mark the device is removed and the cut line and staple line were as expected. At the 20:18 mark a device is introduced with a green reload and buttressing is observed on the anvil and reload. At the 20:38 mark tissue is placed in the jaws and the 21:43 mark the device is removed and the cut line and staple line were as expected. At the 22:23 mark a device is introduced with a green reload and buttressing is observed on the anvil and reload. At the 22:26 mark tissue is placed in the jaws and the 22:57 mark the device is removed and the cut line and staple line were as expected. At the 23:40 mark a device is introduced with a green reload and buttressing is observed on the anvil and reload. At the 23:49 mark tissue is placed in the jaws and the 24:18 mark the device is removed and the cut line and staple line were as expected. At the 24:47 mark a device is introduced with a gold reload and buttressing is observed on the anvil and reload. At the 25:38 mark tissue is placed in the jaws and the 26:06 mark the device is removed and the cut line were not as expected. And bleeding was noted on that area. At the 27:25 mark a device is introduced with a green reload and buttressing is observed on the anvil and reload. At the 27:34 mark tissue is placed in the jaws and the 28:08 mark the device is removed and the cut line and staple line were as expected. At the 29:14 mark a device is introduced with a green reload and buttressing is observed on the anvil and reload. At the 29:34 mark tissue is placed in the jaws and the 29:57 mark the device is removed and the cut line and staple line were as expected. At the 30:54 mark a device is introduced with a green reload and buttressing is observed on the anvil and reload. At the 31:04 mark tissue is placed in the jaws and the 31:37 mark the device is removed and the cut line and staple line were as expected. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. 1. Could you please provide more details for "device 'did not fire properly"? 2. Did the device deliver any staples? 3. If yes, were the staples formed properly? 4. If yes, was the staple line complete? 5. Did the device cut? 6. If yes, was the cut line complete? 7. Could you please provide more details for "would seal tissue but also push it ahead"? 8. If, tissue falls out of the jaws? 9. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? 10. Was there any difficulty opening the device? 11. If yes, how was the device removed from the patient? 12. If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date.

Event description:
It was reported that during a laparoscopic gastric sleeve on two separate occasions the device 'did not fire properly and would seal tissue but also push it ahead.' They completed the case with the device and no patient consequences.